Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.

Event description:
It was reported the pt's scs system was auto-reducing. Diagnostic testing revealed multiple invalid contacts. Diagnostic testing revealed multiple invalid contacts. Fluoroscopy revealed the lead has pulled out of the header. The physician added an extension to the pt's lead. However, the lead could not be secured in the ipg header due to an issue with the set screw. The ipg was explanted and replaced, which extended the surgery by 5-10 minutes. The pt reported effective stimulation coverage post operatively.